Event description:
It was reported that the patient had a pump stop while lying in bed on batteries. Log files showed that they experienced 12 pump stops and 6 low speed advisories on (B)(6) 2022 and (B)(6) 2022. Speed drops were as low as 0 rpm. X-rays received were unremarkable. The patient had a driveline repair scheduled for (B)(6) 2022, and during the driveline repair a shielding fail was found in the external portion. A repair was preformed about 2.5 inches from the exit site. The patient was tethered to a grounded patient cable post repair and no issues were immediately noted. The patient's heartmate 2 pump was to be exchanged to a heartmate 3 on (B)(6) 2022.

Manufacturer narrative:
Patient gender and weight requested but not yet provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
The patient cable is referenced in MFR # 2916596-2022-11496.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a suspected driveline (dl) issue could not be confirmed during the evaluation of vad-58875. The submitted log file contained data from 23may2022 to 31may2022. Analysis of the log file captured multiple pump stops events, as well as associated alarms, were captured on 29may2022 at 22:30:32 through 30may2022 at 03:14:57. Each of the events occurred while the system was operating on the battery and backup battery power. Based on previous complaint experience, the captured events appear consistent with a potential driveline wire compromise. Vad-58875 was returned assembled with the driveline (dl) cut approximately 1" from the pump housing and the severed portion of the dl was not returned. The inlet elbow was returned attached to the pump¿s inlet port. The sealed inflow conduit (inlet tube and inflow conduit flex section) was returned detached from the inlet elbow. The outlet elbow was returned attached to the pump¿s outlet port and the outflow graft attachment was returned detached from the outlet elbow. The bend relief and bend relief collar were also returned detached to the outflow graft. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of vad-58875 revealed no evidence of developed depositions or developed thrombus formations. The disassembled pumps bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Prior to the pump exchange, the patient underwent a distal end driveline repair. Approximately 20¿ of the distal portion of the dl was returned. Electrical continuity testing of the two returned portions of the driveline did not reveal any discontinuities or shorts. Visual inspection of the two portions of the driveline did not reveal any damage to the insulation of the wires. The two portions of the driveline were submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that could have contributed to an electrical short. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specifications and the device functioned as intended. There was incidental finding of superficial driveline damage the relevant sections of the device history records for vad-58875 and the driveline, serial number (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 01jun2015. The most recent revision of the heartmate ii instructions for use (IFU) section 1 of this IFU lists device thrombus as an adverse event that may be associated with use of the heartmate ii left ventricular assist system. Pump speed, power, flow, and pi are also addressed in section 1 of this IFU. Additionally, section 6 of this document explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The section "system operations" describes the "driveline" and outlines indications of driveline damage as well as how to respond to such events. The section "equipment storage and care" describes "care of the driveline." The section "alarms and troubleshooting" outlines alarms and how to respond to them, including pump stops and low-speed events. The heartmate ii lvas patient handbook, is currently available. Section 4 of this handbook contains a section on ¿caring for the driveline;" however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Voluntary medwatch number: (B)(4) was received 30may2023. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2022. On (B)(6) 2022, the patient experienced low flows with the cable noted to be bent and straightened with cessation of explanation for alarms. The patient then had low flow and pump stop alarms. No clinic evidence of thrombus was noted. On (B)(6) 2023, the pump was exchanged and thrombus was noted in the outflow graft and within the pump. Related MFR: 2916596-2023-03454.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the patient¿s submitted log file confirmed pump stop events; however, evaluation of (B)(6) and the patient¿s replaced portion of the driveline from (B)(6) did not find damage that could have contributed to the events observed within the log file. Additionally, a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events of thrombus in the outflow graft and within the pump, as well as low flow events, could not be conclusively determined through this evaluation. The submitted log file contained data from (B)(6) 2022. Analysis of the log file captured multiple pump stop events, as well as associated alarms, were captured on (B)(6) 2022. Each of the events occurred while the system was operating on the battery and backup battery power. Based on previous complaint experience, the type of behavior captured within the submitted log file could be indicative of a potential driveline issue. No further related events were observed throughout the remainder of the file. (B)(6) was returned assembled with the driveline (dl) cut approximately 1" from the pump housing, approximately 20¿ of the distal portion of the dl was returned, and the internal portion of the dl was not returned. All parts of the inflow conduit (the inlet tube, inflow conduit flex section, and inlet elbow) were returned. The inflow conduit flex section was returned cut into two portions with the distal portion attached to the inlet elbow. The inlet elbow was also attached to the pump¿s inlet port. The outlet elbow was returned attached to the pump¿s outlet port and the outflow graft attachment was returned detached from the outlet elbow. The outflow graft bend relief and bend relief collar was also returned detached to the outflow graft. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of (B)(6) revealed no evidence of developed depositions or developed thrombus formations. The disassembled pumps bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. Visual inspection of the driveline did not reveal any damage to the insulation of the wires. The driveline was submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that could have contributed to an electrical short. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specifications and the device functioned as intended. The relevant sections of the device history records for (B)(6) and the driveline, serial number (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii instructions for use (IFU) rev. C is currently available. Section 1, ¿introduction¿, lists potential adverse events, including device thrombosis, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 also contains information regarding definitions and usage of pump speed, power, flow, and pulsatility index (pi). The IFU notes that the low flow alarm is triggered when the flow is less than 2.5 lpm. Additionally, section 6 of this document explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 2, "system operations", describes the "driveline" and outlines indications of driveline damage as well as how to respond to such events. This section also outlines indications of pump thrombosis, as well as how to respond to such events. Section 7, "alarms and troubleshooting", outlines alarms and how to respond to them, including pump stops and low-speed events. Section 8, "equipment storage and care", describes "care of the driveline." The heartmate ii lvas patient handbook rev. C is currently available. Section 4 of this handbook contains a section on ¿caring for the driveline;" however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.